Manufacturer narrative:
This MDR is being submitted as a part of a part of a retrospective review and remediation effort based on enhancements made to the company's MDR filing processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of legacy mdrs.

Event description:
The following event has occurred at a probeat iii installation in japan. 4/6 the operator of the system found that irradiation occurred which was not consistent with the treatment plan and accordingly stopped the irradiation. 4/6 the patient was hospitalized for monitoring. 4/13 the patient was discharged from the hospital as no adverse effect was detected. No adverse health consequences have been reported to date.